Event description:
During a hip arthroscopy utilizing a hip-pac, disposable, it was reported that the nitinol guidewire broke upon insertion into the joint. The surgeon expanded the surgical wound with a knife and crile and removed the broken piece. The procedure was completed with another nitinol guidewire from the hip-pac. The patient¿s post-operative condition was reported as normal.

Manufacturer narrative:
Device evaluation: one disposable hip pac device was returned for evaluation of the reported complaint mode, ¿nitinol guidewire broke¿. The complaint mode was visually confirmed. At the end near the break, the guide wire was bent, which is indicative of an applied force beyond the normal extent of design usage. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. The instruction for use states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. (B)(4).